Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pts stimulator was not working. The device turned on but it was not doing anything, it was no longer sending stimulation down the patient's leg. Patient had no recent falls or traumas. During call caller attempted to adjust the stimulation and got the message settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided caller national answering service (nas) number. Technical services (tss) spoke with pt's primary care healthcare provider (hcp) office, who is calling on behalf of patient, who says they need to get their neurostimulator system "fixed". Tss reviewed past conversations with pt and reviewed that diagnostic testing should be done on pt's system so see why pt's therapy is not working. Caller is going to try to set up a time with pt and then call nas to have a manufacturer representative (rep) present for appt so troubleshooting can be done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.